Event description:
This lead was implanted on (B)(6) 2001, and explanted on (B)(6) 11 due to erosion. The procedure took place at (B)(6) hospital, with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).